Event description:
A medtronic representative reported that, while in a procedure, it was found that a solera driver sleeve would no longer slide up and down, the site was unable to screw it in properly. This occurred while there was still one screw left to place in the patient. The surgeon opted to use a non-navigated driver to place the last screw. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement driver shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the driver had seized within the sleeve. Not able to determine the cause definitively, but the shaft appears to be bent. Otherwise, the instruments is in very good condition. Mechanical failure, malfunction-locked-up, directly caused this event.